Event description:
(B)(4) clinical study. It was reported that myocardial infarction (mi), chest pain, and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to stable angina, was diagnosed with mi and was referred for cardiac catheterization. Coronary angiography and the index procedure were then performed. The target lesion was a de novo lesion located in the 2nd obtuse marginal (om) with 80% stenosis and was 8 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated pre-dilatation and placement of a 3.00 x 8 mm study stent with 0% residual stenosis. Eight days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with shortness of breath (sob), chest pain, blood loss and acute mi and was hospitalized on the same day. Cardiac catheterization was recommended. The electrocardiogram (ECG) revealed lateral t wave abnormality. Elevated cardiac enzyme values does not meet protocol definition of mi. Coronary angiography revealed left circumflex (lcx) had total proximal obstruction and 99% isr of study stent in second om. Subsequently, isr was treated with placement of 2.75 x 8 mm non bsc stent, with 0% residual stenosis. The 70% ostial stenosis located in proximal segment of svg to second om was treated with balloon angioplasty and with placement of 4 x 15 mm non bsc stent, with 0% residual stenosis. Seven days post procedure, the patient the events were considered resolved and the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).